Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy, clips were not formed properly and fell down spontaneously. There were no patient consequences.